Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: important information : please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite bronchovideoscope insertion part is folded. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeled off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that the coating on the connecting tube was peeled off. It was also observed that the connecting tube and universal cord were dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.